Manufacturer narrative:
Corrected fields are d10 concommitant and h6 medical device problem code. Updated fields are b4, g3, g4 PMA 510k, g6, h2, h6 type of investigation, investigation findings, investigatio conclusion and h11. Rachel shared an arterial line waveform image, which demonstrated appropriate timing of inflation at the dicrotic notch, sharp inflation and deflation waveforms, evidence of afterload reduction, and a mean arterial pressure in the 70s. Although augmentation was well below systolic blood pressure, it was confirmed that the augmentation control was already set at maximum. Esp personnel discussed clinical and procedural factors that can influence augmentation levels and recommended obtaining a chest xray to confirm catheter position. The patient was reported to be stable with overall good hemodynamics. Rachel expressed appreciation for the consultation and had no further questions. No harm reported.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program line to request support with timing of the pump during use of cs300 intra aortic balloon pump.the patient is described as stable with good hemodynamics overall. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail no harm or injury reported.